Manufacturer narrative:
Photo analysis. Visual analysis of the photos identified: magna-site needle guard dislodgment: observed but cannot be assessed as a workmanship since the device is out of the sealed package and was implanted, however, a further investigation will be requested to review the event of dislodged needle guard.

Event description:
Company representative reported via a healthcare provider that the healthcare provider "explanted a tissue expander today for a unknown side and the "magnet detached out of the back and was floating in the expander". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: magna-site needle guard dislodgment: observed dislodged needle guard, it is not considered a workmanship since the device was implanted. Use error: unable to observe since it is not related to the device. Additional observations: fluids observed. No further actions are required as the device was implanted.

Event description:
Company representative reported via a healthcare provider that the healthcare provider "explanted a tissue expander today for a unknown side and the "magnet detached out of the back and was floating in the expander". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: magna-site needle guard dislodgement.

Event description:
Company representative reported via a healthcare provider that the healthcare provider "explanted a tissue expander today for a unknown side and the "magnet detached out of the back and was floating in the expander". The device has been explanted.